Manufacturer narrative:
(B)(4). The ec45a device was received for analysis with no visual non-conformances and with a white cartridge reload present. The cartridge reload was received partially fired 2/3. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
The sales rep reports that during a hand assisted nephrectomy procedure, the device was fired across the renal vein. When the device was closed, the first three strokes were not smooth. The fourth stroke could not advance at all. They got the device off the vein but noticed it had only stapled 2/3 of the way. The distal portion of the staple line was cut but not stapled. The deployed staples were formed correctly. The procedure was completed with gia stapler. There was no patient impact. On what tissue type was the device used? At what location on the tissue? Renal vein. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. During which stroke did the event occur? 4th. What color cartridge was being used? White. What other color cartridges were used before and after this event? None. Was buttressing material utilized? If so, which product? Unk. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Would not fire on 4th stroke. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Unk. Was there any difficulty removing the device from the tissue? Device removed from tissue but not noted how.